Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had e9 and cord damage. Therefore, the reported condition was confirmed. It was determined that the e9 was due to a damaged motor that showed signs of rust. It was observed that the device showed signs of damage that was indicative of damage caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device had an e9 error message and damaged hose. According to the reporter, there was no alleged malfunction with the two console devices after testing multiple hand piece devices and confirming that the malfunction was associated with the motor device. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.